Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 50 mg/dl. Low bg causes were not known. Customer consumed carbohydrates to address all low bgs. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.